Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D9: device availability unknown / not provided. G4: premarket identification k011028/k013227.

Event description:
It was reported the implant was removed, from tooth position 15, due to pain. Patient suffered also inflammation. The area was cleaned and a new implant was placed in (B)(6) 2025.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h11: additional narrative zimvie did not receive one (1) tsvwb8 (impl tapered scr-v sbm 4. 7mm 4.5mm 8mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1274980. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1274980 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: medical: pain¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.